Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to clinic for follow up. Upon interrogation, the atrial lead exhibited noise that was alleged to come from electromagnetic interference. No intervention was performed. The patient was stable.